Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an emergency call, it was not possible to send the electrocardiogram (ECG) recording of the patient experiencing heart problems to the cardiology center despite restarting the tempus pro device. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
New information received indicated event date as 01nov2025. Event description updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an emergency call, it was not possible to send the electrocardiogram (ECG) recording of the patient experiencing heart problems to the cardiology center despite restarting the tempus pro device. Response to request for additional information received. Additional information indicated the paramedic did not report that the inability to send the ECG results via email affected the outcome of the patient and there was no actual patient or user harm or impact as a result of the incident.

Manufacturer narrative:
Product information and manufacture date updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during an emergency call, it was not possible to send the electrocardiogram (ECG) recording of the patient experiencing heart problems to the cardiology center despite restarting the tempus pro device. Response to request for additional information received. Additional information indicated the paramedic did not report that the inability to send the ECG results via email affected the outcome of the patient and there was no actual patient or user harm or impact as a result of the incident.